Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated. A fractured lead and subsequent high impedances were reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. As a result, the lead was replaced to resolve the issue and reestablish effective therapy. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: unknown, batch: unknown.

Event description:
It was reported one of the patient's leads was fractured. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.